Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received 17 june 2019 and were reviewed 11 october 2019 for MDR reportability. On (B)(6) 2017, the patient underwent total right knee arthroplasty due to osteoarthritis. The patella was resurfaced. The surgeon reported no intraoperative complications. The patient was implanted with the attune knee system and competitor bone cement. On (B)(6) 2018, the patient underwent a right knee revision due to loosening, limited range of motion, and pain. The surgeon indicated the tibial component came loose two smacks of the mallet. He indicated femoral component easily separated with three mallet blows, confirming some partial loosening. The surgeon reported the patella seemed good and well intact. It was not revised. The patient was implanted with attune knee system and competitor cement. There were no complications reported with the procedure. Doi: (B)(6) 2017; dor: (B)(6) 2018; (rt knee).